Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise resulted in several inappropriate mode switch episodes. In clinic, myopotential over-sensing could not be reproduced and no p-waves could be measured. Programming changes were made and the patient would continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 - did not previously include 1559 - failure to sense to reflect what was mentioned in b5.

Event description:
New information received noted that the lead continued to exhibit noise. The patient mentioned feeling numbness and palpitation-like sensation when sitting too long. Upon further examination, a chest x-ray revealed that the atrial lead was dislodged. The lead was explanted and replaced on (B)(6) jul 2020. The patient has not experienced any consequences or adverse events to this date and was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.1cm. The reported events of noise and loss of sensing were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.